Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 10oct2018 to assess the instrument test well images in question and determined that they were visually negative on the screen, and visually negative on the panel, with some visual background adherence on some panel wells. An immucor field service engineer (fse) visited the customer site on 12oct2018 to assess the testing instrument in question, which was determined to be performing as expected. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen and antibody identification performed on an echo lumena instrument.